Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that two days after right ventricular assist device (rvad) heartmate 3 implant due to ongoing right ventricular failure post-left ventricular assist device (lvad) implant, there was a sudden loss of flow on heartmate 3 rvad. 3.the patient had been placed on temporary rvad, after some time they tried to remove temporary rvad but unsuccessfully so a durabile rvad was implanted. The right heart failure was present from the very beginning due to targeted chemoradiotherapy for aggressive breast cancer. The patient's hemodynamics were stable. Heartmate 3 rvad revision was performed and a thrombus formation was found. The rvad was exchanged for a new one. Heartmate 3 lvad referenced in MFR# 2916596-2021-07064

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed during the evaluation of the device. A direct correlation between the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4 inches from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 4 inches of the sealed outflow graft was returned detached from the pump cover outlet port with the bend relief was engaged to the graft attachment. The apical cuff was not returned, and the cuff lock was unremarkable. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed loosely coagulated blood within the pump cover and residual blood within the rotor and rotor well, but no adhered depositions or thrombus formations. The rvad log files contained relevant data from (B)(6) 2021 at 13:43:20 through (B)(6) 2021 at 09:28:57, per the timestamps. Then 8 events were captured, corresponding to a software reset. The clock was reset at 09:59:39 on (B)(6) 2021 and continued to capture data until 09:59:43 on (B)(6) 2021, per the timestamps. At 08:51:26 on (B)(6) 2021, the flow dropped from an average of approximately 3.4 lpm to 1.8 lpm. The flow began to slowly decrease from 1.8 lpm to 1.2 lpm. On 09:10:20 at 1(B)(6) 2021 the flow was reduced to 0 lpm for the duration of the log file. It should be noted that the customer reported that thrombus was observed during an outflow graft revision, after the rvad flow decreased to 0 lpm. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28sep2021. The heartmate 3 lvas ifuand the heartmate 3 patient handbook are currently available. The reported information indicates that hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad). Abbott labeling lists the hm3 for approved use as an lvad. It is not approved for rvad use, which is considered off-label use. Section 1 of the IFU lists device thrombus as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 4 of the IFU entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that two days after right ventricular assist device (rvad) (B)(6) implant due to ongoing right ventricular failure post-left ventricular assist device (lvad) implant, there was a sudden loss of flow on (B)(6) rvad . The patient had been placed on temporary rvad, after some time they tried to remove temporary rvad but unsuccessfully so a durable rvad was implanted. The right heart failure was present from the very beginning due to targeted chemoradiotherapy for aggressive breast cancer. The patient's hemodynamics were stable. (B)(6) 3 rvad revision was performed and a thrombus formation was found. The rvad was exchanged for a new one. (B)(6) lvad referenced in MFR# 2916596-2021-07064.